Event description:
Same case as: 2134265-2009-00470, 2134265-2009-00937. It was reported that post preparation for a coronary stenting treatment procedure, chest pain, stent thrombosis, and acute myocardial infarction occurred. The patient presented with chest pain. The patient has not been complaint with medication for two months, as he did not refill the prescription. The patient was diagnosed with an acute st elevated myocardial infarction. Angiography revealed a proximal occlusion of the rca and proximal portion of the 1st stent. Inflations were made with a 4.0x20 quantum maverick balloon and thrombus in the proximal and mid rca was removed with a non-bsc thrombectomy catheter. The patient went into ventricular fibrillatory arrested that required defibrillation. A 3.50x20mm liberte bare metal stent was deployed in the proximal rca and inside the more proximally placed previously deployed taxus express2 stent. The newly placed stent was post dilated with a 4.0x20mm quantum maverick balloon. Good results were observed with good flow into the distal artery. Medication given included: aspirin, nitroglycerin, reopro, amiodarone, clopidogrel, and heparin. Four months post the deployment of the 3.50x20mm liberte stent, the patient presented with severe chest pain and an acute myocardial infarction. The patient stopped taking plavix one week prior to the event, as he did not refill the prescription. Angiography identified stent thrombosis with proximal occlusion of the rca. Multiple inflations were made with a 4.0x20mm, 4.5x50mm, and 5.0x20mm quantum balloon. Timi flow 0 improved to timi flow 3. Medication given included: nitroglycerin, aggrastat, and heparin.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.